Event description:
A healthcare facility in finland reported, via a fisher & paykel healthcare (f&p) field representative, that the ojr412 optiflow junior nasal cannula broke during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) optiflow junior 2 nasal cannula was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photo showed that the tubing of the ojr412 optiflow junior nasal cannula was torn. It was also observed that the tube was stretched close to the torn area. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in finland reported, via a fisher & paykel healthcare (f&p) field representative, that the ojr412 optiflow junior nasal cannula broke during use. There were no reported patient consequences.